Manufacturer narrative:
The ruby coil pet lock was intact. The pusher assembly was kinked approximately 1.5 cm from the proximal end. The coil was intact with the distal detachment tip (ddt), and was stuck inside the non-penumbra catheter. The penumbra investigator attempted to remove the coil from the catheter, but coagulated blood held it in place. An attempt was made to dissect the coil from the catheter, but it was not possible. Therefore, a complete visual analysis could not be performed. The complaint has been evaluated. The initial complaint indicated that a ruby coil met with resistance while being advanced through another manufacturer's catheter. During withdrawal, the coil became stuck inside the catheter. Evaluation of the returned devices confirmed that the ruby coil was stuck inside the catheter. Multiple attempts, including dissection of the catheter, were made to remove the coil. The ruby coil could not be removed from the catheter and, therefore, the penumbra investigator was unable to determine the root cause of the failure. The penumbra devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using ruby coils. During the procedure, the physician successfully deployed and detached a pod8 through another manufacturer's microcatheter. The physician then attempted to advance a ruby coil; however, it met resistance and would not advance or retract. The physician removed the microcatheter with the ruby coil inside and the procedure continued using a new microcatheter and additional ruby coil. There was no report of any adverse event on the patient.